Event description:
It was reported the patient experiences pain and swelling around her ipg pocket site when stimulation is turned on. The patient also reported the pain goes to her hip causing her to be unable to sit. The patient has not used the system recently due to the pain at the ipg site. The patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional follow-up information revealed the patient's pain and swelling at the ipg site has completely diminished. The patient is doing well postoperative and the issue is now resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6)2015. The ipg was explanted and replaced and the device was placed in a new pocket.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.